Manufacturer narrative:
The breathing valve was cleaned by the end user to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: the hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.